Event description:
It was reported that during a prostatectomy, the clips will not hold after placing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.